Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed off no power. Blood glucose value was 180 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem with the mother board. Unable to verify the off no power alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, or unexpected restart tests, or check the operating currents test due to the blank display. The pump was received with a cracked reservoir tube lip.